Event description:
It was reported that the customer had high blood and low blood glucose, excessive no delivery alarm and motor error on the insulin pump. Customer stated blood glucose reading was 39 mg/dl and 47 mg/dl and would spike high blood glucose. Customer's blood glucose was 100 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. No unexpected auto off alarm noted. Motor error alarm noted during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Unable to complete testing due to prime anomaly. Motor passed motor test. Unit passed displacement test and excessive no delivery test. No excessive delivery alarms noted. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.